Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument's wire smoked. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.